Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log file analysis. The heartmate mobile power unit (serial number: unknown) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 54 days (08jun2025 to 31jul2025 per the timestamps). Power cable disconnect, low power hazard, and no external power alarms were active due to six separate losses of alternating current (ac) power while connected to the mobile power unit (mpu) from 14:47:31 to 14:47:34 and from 14:47:34 to 14:47:37 on 16jun2025, from 12:02:27 to 12:02:29 and from 12:02:30 to 12:02:34 on 29jun2025, and from 12:39:45 to 12:39:48 and from 12:39:48 to 12:39:51 on 30jun2025. For the no external power events that occurred back to back on the same date, power was briefly restored and lost immediately, causing another no external power event. There was no alarm resolution in between these consecutive events due to power not being restored for a long enough duration. The alarms resolved each time when ac power was restored to the mpu. The system controller backup battery supported pump function during all events. Multiple good faith efforts were sent to retrieve additional information regarding the mpu serial number, if a v-lock connector was in use, if the ac power cord came loose from the wall or back of the unit, if there were any environmental circumstances that contributed to the loss of ac power, if the mpu was exchanged or removed from service, and if the mpu would return for evaluation; however, to date, no response has been received. The root cause of the reported event could not be conclusively determined through this analysis. A DHR review cannot be performed due to the serial number of the device being unknown. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power hazard, and no external power. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump off alarm occurred. Log files were sent for review. The event log file captured a few low voltage hazard/no external power events on the mobile power unit (mpu) on (B)(6) 2025 at 1447, (B)(6) 2025 at 1202 and (B)(6) 2025 at 1239. It appeared that the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. A pump off event was noted on (B)(6) 2025 at 1148 while using the mpu. This was caused by an electrostatic discharge (esd) event. The pump was off for approximately 3 seconds during this reset. This seemed to be an isolated event.

Manufacturer narrative:
D4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.